Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. As customer changed the infusion set multiple times, as pump supplies were changed, tandem technical support was unable to troubleshoot to determined a possible cause of blockage. Customer's blood glucose ranged from 486-487 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. As customer changed the infusion set multiple times, as pump supplies were changed, tandem technical support was unable to troubleshoot to determined a possible cause of blockage. Customer's blood glucose ranged from 486-487 mg/dl.